Event description:
Excerpt from operative notes: there was a significant amount of inflammation around the renal hilum where the stone had eroded through the renal pelvis that made dissection slow to a crawl. Attempted to enter into the renal capsule to see if that dissection plane would be better, but we still ran into the same very dense tissue posterior to the renal hilum. Further dissection revealed the stone; this was able to be removed allowing us to finally isolate the renal vessels. This point we applied the articulating echelon surgical stapler. However, upon application of the stapler and part way through the firing of the stapler, the stapler itself seized. This would not back out or progress. It did not respond to the release button. The stapler echelon representative was notified. He also said the stapler could not be removed at this point. We attempted to obtain more proximal control but struggled to be able to get enough length. We were able to fire another partial stapler line more proximal to this on the renal hilum and the stapler did not work correctly. We attempted to do this again but at this point the renal vessels were released from the stapler that had seized and we began having retroperitoneal bleeding. Estimated blood loss from this portion of the procedure to be about 500 ml. We were able to obtain control and the remainder of the kidney specimen was removed with the stapler in place as this was still seized. The primary bleeding site appeared to be that the renal artery avulsed near the hilum with the aorta. Vascular surgeon called into case: the identification of the aorta was carried out as well as what appeared to be the stump of the renal artery and the left renal vein. These were controlled from a bleeding standpoint with manual compression quite easily as well as clamping of the vein. At this point, we used a 4-0 prolene suture to suture ligate the renal artery after identifying x2 with 2 suture ligatures. In addition, the renal vein was ligated in similar fashion without incident. Hemostasis was noted to be appropriate upon inspection. Manufacturer response for stapler, articulating endoscopic linear cutter (per site reporter).